Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed four devices were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. Device two, the t1, t2, and suture were returned off the needle. The suture knot is tightened down. The actuator is in the pre-t2 position. Bio debris is present. Device three, the t1, t2, and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. Device four, the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation of each device showed that device one cannot actuate the t1 off of the device. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device three cannot actuate the t1 off of the device. The gray slider moves freely indicating the push assembly has become inactive. Device four will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus suture procedure, the t2 implant of four (4) units of the fast-fix 360 curved were dislodged from the meniscus. The t1 implants were already anchored secured in the patient when the issue was noticed; the t1 implants were removed from the patient using tweezers. Surgery was completed using a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.